Manufacturer narrative:
Unit power up properly after battery installation. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with high sleep current due to light moisture damage to electronic assemblies. The power management tool confirmed low battery alarms and an abnormal loaded voltage at the power management graph due to light moisture damage on electronic assemblies. No traces of moisture noted at motor assemblies per visual inspection. Unit received with cracked select button keypad overlay and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had decreased battery life; the batteries would last for only one week instead of three weeks. The patient's blood glucose at the time of incident was 8.5 mmol/l. The caller stated that they were using industrial duracell batteries. There were also two cracks in the keypad. The caller confirmed that the device wearer would have the insulin pump attached to them while swimming or showering. The insulin pump was returned for analysis.